Event description:
In 2006, the physician implanted an aneurex device for the treatment of an abdominal aortic aneurysm. Additional bare metal stents were deployed to treat an right iliac dissection. Following their deployment, a right common iliac perforation was deteced. A gore viabahn endoprosthesis was deployed to successfully treat the perforation. As the delivery catheter was being withdrawn, the distal olive became entrapped thus preventing the withdrawal of the catheter. After unsuccessful attempts to dislodge the distal olive, the olive detached from the catheter. Retreival of the olive did not occur at that time due to the inability in locating the olive. The pt was released to recovery in stable condition. In 2006, a reintervention occurred to address thrombosis in the right iliac. A thrombectomy was performed and a bare metal stent was deployed which successfully resolved the thrombus. The physician was able to successfully locate and retrieve the olive during the reintervention procedure. Following the procedure, the pt status was stable.